Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. Open supply lines are a known cause of system error 2240 alarms.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, that occurred on the homechoice (hc) during use, while the patient was connected, during drain 4 of 5. The patient line was properly primed before connecting. Patient extension lines were used and connected prior to priming. The patient did not disconnect prior to the alarm or observed air. All bags were properly connected. There were open clamps on unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.